Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with chest pain. High thresholds were observed on both the right atrial (ra) lead and the right ventricular (rv) lead. The leads remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported by the physician that the chest pain was not linked to the right atrial (ra) lead performance issue.